Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the customer received a "replace sensor" message on the day he applied the freestyle libre sensor. The customer subsequently lost consciousness, as he was unable to monitor his blood sugar. The customer was treated with sugar, coke, and pear juice by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
It was reported that the customer received a "replace sensor" message on the day he applied the freestyle libre sensor. The customer subsequently lost consciousness, as he was unable to monitor his blood sugar. The customer was treated with sugar, coke, and pear juice by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m00617uxcm has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.